Event description:
It was reported that the clinician was infusing packed cells to a pt through volume blood tubing used in the cardio. ICU, and the tubing cracked and sprayed her with blood from blood bank in the face, neck, chest & upper torso. This was the second unit to be infused through the tubing. The tube was being "pumped" with the tubing due to resistance to blood transfusion from the PICC line. As a result, the clinician went home to shower, reported to the ER, and will follow up with employee health.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.